Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/15/2015 with the following findings: the pump's black box showed evidence of a voltage drop on 10/30/2015 at 09:46 resulting in a replace battery alarm. A second voltage drop was observed on 11/3/2015 at 10:21. A battery compartment crack was observed below the grip pad. The battery compartment threads were damaged. The pump's current draws were within specifications. The display screen was dim and discolored.